Manufacturer narrative:
Zimmer biomet complaint (B)(4). Explanted on unknown date in 2013. Concomitant medical products: item# ni, lot# ni, unknown tmj system right fossa component. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00023.

Event description:
It was reported the patient underwent a right tmj revision due to unknown reasons. . Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, g3, g6, h2, h3, h6 and h10.

Event description:
It is now reported that the patient's right side was not previously revised. However, it is now being considered for a revision due to unknown reasons.